Manufacturer narrative:
Detailed product and event information were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted. Investigation results: labeling review; review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a review of the eluvia device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that stent premature deployment occurred. A 7x150, 75 cm eluvia self-expanding stent was used during an angiogram with intervention for arterial disease. Deployment issues occurred; premature deployment was noted and the stent became stuck on the wire, prolonging the procedure. It was noted that the procedure was able to be completed with this device and there were no patient complications.

Manufacturer narrative:
Detailed product and event information were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that stent premature deployment occurred. A 7x150, 75 cm eluvia self-expanding stent was used during an angiogram with intervention for arterial disease. Deployment issues occurred; premature deployment was noted and the stent became stuck on the wire, prolonging the procedure. It was noted that the procedure was able to be completed with this device and there were no patient complications.